Manufacturer narrative:
Initial reporter full name: (B)(6). Event site full name: (B)(6) center. Event site postal code: l4m 6m2. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted due to the sheath being crimped/scrunched up. A new iab package was opened to continue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The introducer dilator and sheath were returned with the dilator tubing inside the sheath and traces of dried blood on the components. The bottom of the sheath was observed to be crimped. The evaluation confirms the damage to the sheath. We are unable to determine how this occurred. We were unable to test the iab for the failure mode "difficult/ unable to insert iab through sheath" because the iab was not returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).